Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Analysis was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Analysis was unable to verify missing segments or partial display due to display anomaly. The insulin pump was received with minor scratches on case and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump display was not normal. Customer¿s blood glucose level was unknown. No further details were provided. The insulin pump was returned for analysis.